Event description:
Caller states patient tested 5.2 inr on the coaguchek xs system while a comparison lab returned as 3.98 inr. Patient's coumadin was held for 3 days based on the meter result. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
The pt experienced a loss of therapeutic effect with intermittent loss of bladder control. When the pt was sleeping, the device stopped working and it was "like a flood". The pt knew it was turning off because she didn't feel the stimulation. The stimulation feeling moved from the pt's rectum to her vagina. No falls or accident occurred prior to the loss of therapeutic effect. Additional information was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.